Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8116-70, serial # (B)(4), description: scs paddle lead - 70cm model # sc-2138-50t, serial # (B)(4), description: linear trial lead, 50 cm (phase iiia). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to increased pain at the pocket site. The physician explanted patient's entire system. The patient has had several falls (not device related) prior to the explant. The patient is reportadly doing well following the procedure.